Event description:
An endowrist vessel sealer was being used during this case from the beginning. Two hours into the surgery, the vessel sealer displayed a malfunction message on the screen: "blade may be exposed". Difficulty was also noted in removing the instrument from the port; there was no harm to the patient.